Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, the cable connecting the ECG electrodes and front therapy electrode (te) was pulled from the front te, damaging internal wires. The cause of the constant gong alarms and test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.